Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the power supply was found to be defective. It was also noted that the programmer would not power on. The electrocardiogram (ECG) connector was loose. The keyboard was missing. The keyboard cover plate was missing and the right keyboard hinge broken. The radiofrequency head cable was twisted inside but functional. The anti slip layer was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's as sessment. There was no patient involvement.